Manufacturer narrative:
The investigation was based on the information available, including the logbook. On the basis of the logbook, it could be confirmed that the device repeatedly performed warm starts on the (B)(6) 2020 between 07.28 p.m. And 07.32 p.m. At 07.32 p.m. The unit was switched off by the user and at 07.33 p.m the unit was restarted. After that the logbook did not show any further entries until the day of service on (B)(6) 2020. Based on the logbook, a faulty cartridge valve for o2 or air could be identified as the root cause. The device behaved as specified and tried to remedy the identified device malfunction with warm starts. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. In the event of an unsuccessful warm start, a continuous acoustic alarm would be activated and the emergency breath valve would remain open. The warm starts are repeated until the unit is switched off. Manual ventilation with another device may be considered necessary. By replacing the o2 and air cartridge valves (both manufactured in march 2001) the problem was solved. In addition, the power supply unit was preventively replaced regardless of the event. The following endurance test showed no deviation and the repaired unit was handed over to the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "the device failed during ventilation and displayed 13.99.130 device failure.". No patient consequences were reported.